Manufacturer narrative:
This event was already reported under MDR no.: 1020279-2019-04378, therefore, it was determined that this case does not meet the threshold for reporting and is a duplicate report. If further details are provided, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to a knee infection.